Event description:
The customer reported control panel does not display info. There was no power on the control panel. Sys control panel does not light. No pt was involved.

Manufacturer narrative:
The svc rep was unable to duplicate the malfunction. He reseated all connectors on collimator node. Sys tests satisfactory at this time.